Manufacturer narrative:
The company representative found the error message "iabp shutdown" in the unit's error log. He replaced the front end board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit shut down. After power cycling the unit, it shut down again. No error messages were displayed. The patient was switched to another unit and therapy was continued. No patient injury was reported.